Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The doctor informed that the event was caused by a cold. It was reported that the patient was hospitalized for the event. The patient was treated with cephalosporin (intraperitoneal, dose and frequency not reported) for the event. At the time of this report, the patient was not recovered from the event and remained hospitalized. Pd therapy was ongoing. No additional information was provided as the reporter declined follow up.